Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 12/30/2014. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the serial number or model number.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a striated break in the band tubing consistent with surgical end cuts for the removal of the device analysis noted a sharp break in the access port tubing described as an unidentified opening. Analysis noted two punctured openings in the port tubing described as surgical damage.

Event description:
Healthcare professional reported lap-band system tubing fracture and "on laparoscopic inspection, the tubing broke with a 8mm piece separating...break in tubing was not at a connector site." Tubing and port were explanted and replaced.